Event description:
It was reported that the user experienced suspected low blood glucose while disconnected from the sensor and declined a confirmatory fingerstick despite counseling, and was advised to consume fast-acting carbohydrates. Symptoms included hypoglycemia. Outcomes included no reported injury, no medical intervention beyond oral glucose intake, and no hospitalization. Investigation included complaint intake review and user troubleshooting and education regarding glucose confirmation and treatment. Investigation of this case revealed no device malfunction identified and no device component issue confirmed, with the event consistent with user not confirming glucose when the sensor was disconnected. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.